Event description:
Patient and healthcare professional reported " rupture / deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as unidentified (tear) opening (shell thickness within specification) and crack on the valve assessed as cracked valve seat diaphragm valve. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side deflation. Healthcare professional confirmed. Device has been explanted.

Event description:
Patient reported left side deflation. Healthcare professional confirmed. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6.

Event description:
Device was explanted and replaced.